Event description:
The pt had breast augmentation with silicone implants in 1979. She developed post-op complications which included hematomas that were evacuated one day post-op; weakness in the left arm soon after surgery; seizures beginning in 1981 with numbness and tingling in left face and arm with contraction of the left hand and was disoriented for 2 weeks. She improved with dilantin but the symptoms have recurred. She also has had fatigue, memory loss, leg weakness, fibromyalgia, and possible early systemic lupus. She had bilateral capsulectomies and removal of breast implants. Both implants were ruptured.